Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had an implantable cardiac defibrillator implanted. One week later the right ventricular lead was measuring impedances greater than 3000ohms. The patient went into surgery two days later for a revision. It was then that they discovered there was "a small wire or small metal that hinders the connector", and that was what was causing the high impedance. The device was replaced. However, that evening the patient had an "attack" and went into a coma. The patient died the next day. The physician stated that the patient heart was dying prior to the revision surgery. The patient was not pacemaker dependent.